Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant

Event description:
It was reported that leakage of medicine was found near the catheter connector. The doctor suspected that the excessive force may have been applied near the catheter connector. No harm to the patient was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned, at this time.

Event description:
It was reported that leakage of medicine was found near the catheter connector. The doctor suspected that the excessive force may have been applied near the catheter connector. No harm to the patient was reported.